Manufacturer narrative:
Information updated: impact codes, device codes, describe event or problem and other relevant history. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a double cuff artificial urinary sphincter (aus) system implanted on september 2020. He recently had recurring incontinence. The doctor checked the balloon and there was no liquid in it. A revision surgery was performed in which the doctor chose to refill the balloon and change the quick connect connectors to see if it would work and that that was the source of the leak. The only parts that were explanted was one straight connector and a y connector. There were no patient complications. On december 20, 2021 the whole double cuff artificial urinary sphincter (aus) system was removed and replaced due to fluid leak.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a double cuff artificial urinary sphincter (aus) system implanted on (B)(6) 2020. He recently had recurring incontinence. The doctor checked the balloon and there was no liquid in it. A revision surgery was performed in which the doctor chose to refill the balloon and change the quick connect connectors to see if it would work and that that was the source of the leak. The only parts that were explanted was one straight connector and a y connector. There were no patient complications.